Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure thrombosis occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 2.50x16mm taxus liberte stent was deployed in the lesion at 9atms. The procedure was successfully completed with no patient complications reported. The patient was put on aspirin and clopidogrel. Five days later the patient presented with chest pain and dizziness. The patient was taken to the cardiac cath lab and thrombosis was found in the taxus liberte stent that had been implanted in the lcx. Aspiration was performed and thrombolytic therapy was started to treat the thrombosis. The physician changed the patient¿s medications to aspirin, ticlopidine and cilostazol. No additional patient complications were reported and the patient was discharged from the hospital.